Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot numbers gd888107, gd889485, and gd888503. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This is report 2 of 2 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). On an unreported date in 2012, the patient was hospitalized for peritonitis. Treatment was not reported. The cause of the peritonitis was not reported. The outcome of this peritonitis event was not reported.